Manufacturer narrative:
(B)(4). The root cause of the reported leak condition was determined to be glass fragments introduced into the fluid pathway during fill without the use of a filter.

Event description:
Baxter (B)(6) received a report that an infusor leaked from the fill port during filling. The device was being filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 195 ml of fluid for evaluation. The reported condition of a leak from the fill port was confirmed. Visual examination of the disassembled unit revealed that a 0.8-mm and 1.2-mm particle of glass were trapped between the check band and the stress member. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.